Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cgm data failure alert) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/15/2016 with the following findings: the pump's black box and cgm history showed multiple call service 215 cgm failure warnings. A test transmitter was paired with the pump correctly. The blood glucose value was set to 120 mg/dl twice within 2 hours and could be entered successfully. The pump alarmed with a call service 206 alarm for transmitter out of range during the investigation. Moisture corrosion was found on the continuous glucose monitor.